Event description:
It was reported that the implantable cardioverter defibrillator exhibited a bluetooth telemetry anomaly.

Event description:
New information received notes that there was a loss of bluetooth low energy telemetry noted on the patient's device. A bluetooth reset was performed to restore the device. No adverse patient consequences were reported.